Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported via phone call initially had issues with the sensor. During troubleshooting customer reported his blood glucose was 45 mg/dl. He treated his blood glucose with orange juice. No troubleshooting was done for low blood glucose as customer was not concerned with his blood glucose. Troubleshooting for sensor was performed and customer was advised the sensor needed to be replaced. Customer agreed to return sensor.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.